Manufacturer narrative:
Device was returned due to being in backup mode. Final analysis found an integrated circuit anomaly which resulted in the backup mode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in back up mode during initial interrogation prior to implant. The device was not used. There was no patient involved.